Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿only humalog and novolog have been tested and found to be compatible for use in the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, customer used apidra insulin. Blood glucose (bg) ranged from 400-550 mg/dl. Customer changed the supplies and delivered a bolus to address the event as well as bg. Tandem's technical support educated customer on cartridge/insulin labeling.